Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator (eri). It was noted that a high voltage set screw was difficult to loosen. The lead was able to be removed and remains implanted with the replacement device. Additionally, it was noted that the header was detached from the can. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Manufacturing enhancements have been implemented to make the header bond more robust. Analysis of the set screws noted the rv proximal set screw was stuck in the up position. A portion of the hex wrench was broken and lodged in the hex hole of the set screw. The damage to the set screw was consistent was damage cause by force exerted upon it in the counter clockwise direction. All other set screws moved freely and operated normally. Therapy testing was unable to be completed due to the damage to the set screw, however an x-ray of the device noted all wires were intact and memory analysis confirmed therapy was available at the time of explant.